Event description:
The following has been reported: "the left arrow key no longer works." Reporting as a conservative measure due to the referenced issues. No adverse effects reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. Indeed, no line was in the device history log. The device was repaired locally by the market unit (mu) according to the process in the technical manual. The subject device or spare part was not returned at our laboratory for analysis. Without the affected sample, no investigation can be performed and no root cause can be determined. However, the fault investigation provided by the fk market unit (mu) romania confirmed the issue. A damage on the keyboard circuit has been observed. Then, no infiltration trace has been detected. Based on available information, the root cause of the reported issue is a defective keyboard circuit. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.